Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states that the cable assembly was installed on the customers chair (B)(6) 2014 and it worked fine up unit this last week when they went to tilt the chair back and then the tilt cable snapped. No additional information provided.